Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4). Serial#: (B)(6), batch: a000154735. Date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient experienced uncomfortable stimulation with the system. As a result, surgical intervention was undertaken. Wherein, the system was explanted. Investigation was unable to determine, which lead contributed to the issue.